Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 20sep2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse noted that he could not make changes with touchscreen nor could he calibrate the screen. The fse replaced the touchscreen to solve the problem. The touchscreen was calibrated successfully.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 28nov2018. The user interface touchscreen assembly was returned for failure investigation. The assembly was installed on a failure investigation ventilator and tested. No failures were identified. The customer's complaint could not be confirmed.